Manufacturer narrative:
No patient present at the time of the event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a backup audible alarm go off during the power on self test. There was no patient present at the time of the event. No adverse events were reported.